Event description:
It was reported that the autoplex system was being used in a procedure when the cement leaked at the connection point. It was confirmed that the leaked cement did not get into the surgical site or come into contact with the patient. A back up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the autoplex system was being used in a procedure when the cement leaked at the connection point. It was confirmed that the leaked cement did not get into the surgical site or come into contact with the patient. A back up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon inspection, it was noticed the lock collar of the extension tube was not completely locked to the cement injector leading to cement leakage.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.